Manufacturer narrative:
Describe event or problem: a call was received from the customer where it was confirmed that it was the lens that tore. She also indicated that the event was attributed to user error as they had new staff still learning how to use the device and going through a learning curve. Only the cartridge tip touched the eye, and there was no patient injury. With this new information, this event is no longer considered a reportable event. Device available for evaluation? Yes, returned to manufacturer on 4/20/2017. Device returned to manufacturer? Yes. Device evaluation: the folding carton of the device was returned; however, the product for the reported serial number ((B)(4)) was not received within the return. Therefore, the reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was not fully inserted. If explanted; give date: n/a (not applicable). The intraocular lens was not fully inserted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) tore during insertion and touched the eye but was not fully inserted. No additional information was provided to abbott medical optics.